Manufacturer narrative:
(B)(4). The patient was connected to the setup for therapy during the prime. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient was connected to the set-up for peritoneal dialysis therapy during the priming of the lines. The technical service representative (tsr) advised the patient to aseptically disconnect and start over with new supplies. The tsr explained that the patient should only connect when the device says connect yourself. There was no patient injury or medical intervention associated with this event. No additional information is available.